Event description:
It was reported that pump displayed malfunction alarm identified as malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support helped customer reset pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction alarm appeared again.